Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia as his meter was reading high. The customer's blood glucose was unknown at the time of incident. The insulin pump received insulin flow blocked alarm and the issue was resolved after troubleshooting. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.